Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) and unexpected longevity issues. Differing remaining longevity estimates had been displayed by the device over the prior year. It was noted that a replacement procedure was scheduled. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
We are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.